Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers s12i18033 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient line that came loose while the patient was performing peritoneal dialysis therapy. Three cassettes were reported to have the same problem. The patient remained well and was given a loading dose of antibiotics as a precaution for the accidental disconnection. Further treatment was not required. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(6). Visual inspection of the returned sample was performed with no issues noted. A simulated therapy was run using the returned sample and no alarms or issues were found. As a result, the root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.